Event description:
It was reported that a cusa excel 36 khz hand piece did not "work". The unit was in contact with a pt and there was a 50 minute delay in the surgery because of the problem. The pt was anesthetized during this delay however, there was no injury as a result of this delay.

Manufacturer narrative:
Integra completed its internal investigation (B)(4) 2014. The investigation included: method: DHR review. Visual inspection. Results: a DHR review was undertaken of (B)(4) and the associated test record, to identify any recorded anomalies that could be associated to the issues surrounding the complaint. The manufacturing paperwork was completed correctly following company work instructions. The documentation showed that the device was produced in march 2012, no concessions were listed on the work order. Conclusion: during the investigation it was observed that the transducer was found to be twisted in the hand piece housing, by disconnecting the tip. This fault/damage is consistent with incorrect or non utilization of the torque base. CAPA has been generated to investigate transducer failure as a result of over-torque.